Event description:
Healthcare professional reports attempting to run activated clotting time on pt on hemochron response coagulation system and act "around 400" seconds were displayed. The nurse aborted the test, removed the tube and noted that the blood was clotted. No adverse event(s) reported.

Manufacturer narrative:
(B)(4): method: device history record reviewed for (B)(4) and CAPA. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn.